Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of lcs (lumbar canal stenosis) involved in olif (oblique lumbar interbody fusion) procedure. Levels implanted- l4/5. It was reported that intra-operatively, vein injury occurred during l4/5 approach. Reported, it probably occurred when using cobb. Hemostasis was performed in the order of gauze hemostasis, floseal, and harmonic, but the bleeding did not stop, and a vascular surgery physician entered and performed hemostasis, but bleeding did not stop. Patient might be transported to another facility by emergency, the operation was discontinued. It seemed that the cause was abnormal blood vessel running. There was a delay of over 60min in overall procedure time. On 2021-may-06, received additional information that event led to in-patient hospitalization or prolongation of existing hospitalization. Treatment or additional surgery was performed as a result of this event. Patient is currently under remission. The event occurred during disc dissection before the cage was placed. It was presumed that the instrument that damaged the blood vessel was a cobb. The patient currently has no major problems. Blood vessel damaged during intervertebral disc dissection, hemostasis treatment was performed by the operating surgeons, and then hemostasis treatment was performed by vascular surgeon at the hospital. The damage of blood vessel caused by abnormal blood vessel running. There was no problem with the operation status of the instruments. On 2021-may-20, received additional information that adverse event was not related to the reported cage.